Manufacturer narrative:
Additional manufacture narrative - the reported device was not returned to manufacturer. Without return of the device or additional information the reported clinical observation could not be confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted nine (9) years, eleven (11) months, ten (10) days, was explanted due stenosis secondary to restricted leaflets and host tissue/ pannus formation. The explanted device was replaced with a 23mm same model valve. Patient had presented with breathlessness and fatigueability. He was found to have a mean gradient across the bioprosthetic aortic valve of 60. Velocities were almost 5 m/sec at rest, requiring admission of the patient. The patient was then scheduled for a semi-elective aortic valve replacement and ascending aortic replacement due to a 4.7cm ascending aortic aneurysm with a #28 hemashield graft. Patient was reported as stable.